Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 7.7, and 10.3 mmol/l. Tests were done within 20 minuties with a difference of 26%. Pt did not experience ab adverse events. No further info has been reported.